Manufacturer narrative:
A steris technician arrived onsite following the reported event to inspect the system 1e processor. The technician ran several diagnostic and processing cycles and found no issues; the system 1e was found to be operating according to specification. While onsite, the technician was informed that a processing cycle had alarmed for "inlet temp <43°c". This alarm occurs when the minimum water temperature is not achieved to initiate a processing cycle. Following the alarm, the facility did not follow the proper troubleshooting steps outlined in the system 1e operator manual. The system 1e operator manual (7-18) states, "1. Check capacity of hot water source. 2. Wait ten minutes. 3. Repeat cycle. If same message appears: call customer service". Rather than repeating the processing cycle, the operator cancelled the cycle, opened the system 1e lid and manually disposed of the punctured sterilant cup by rinsing it in a sink. The operator then initiated a new processing cycle with a new cup of s40 sterilant and left the room. Upon return, the processing cycle was found to have completed successfully; however, it was at this time the facility personnel detected the reported chemical odor. Based on the description of the event, it appears the facility did not properly dispose of the punctured s40 sterilant cup. The system 1e operator manual (3-4) contains detailed instructions on manually disposing of a partially filled sterilant cup. The technician was also informed that during the event, user personnel were only wearing chemical resistant gloves during the manual disposal of the punctured sterilant cup. The operator manual states the proper ppe required when disposing of the s40 sterilant cup (3-4), "to dispose of partially filled, leaking, damaged, or expired sterilant containers, put on appropriate personal protective equipment (chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures). Wear protective attire for the entire procedure." Following the event, in-service training was conducted with the user facility on how to properly dispose of a partially filled sterilant cup, proper ppe, and proper troubleshooting steps should the alarm occur again. The facility's maintenance department is in the process of replacing the facility's hot water tank and water supply lines to prevent the "inlet temp <43°c" alarm from recurring in the future. No additional issues have been reported.

Event description:
The user facility reported a chemical odor in the room where a system 1e processor is located making it "difficult to breathe". Facility employees placed fans in the room to dissipate the odor and removed themselves from the area for fresh air. No injury, procedure delay or cancellation was reported.